Event description:
When the user went to remove the wound drain from the pt at the 24th hour, the drain broke, leaving a part in the lumbar region just under the muscular tissue level. The break was in the aspirating tube portion of the wound drain at approximately 7.5cm from the distal end. The patient's wound was opened and the distal part of the tube was retrieved.